Event description:
This spontaneous report was received on (B)(6) 2015 from a female consumer (age unspecified) reporting on self from the united states. The medical history included skin cancer removal on the face. The concomitant medications were not reported. On an unspecified date, the consumer started using band aid unspecified (frequency, lot number and expiration date unspecified) cutaneously, one bandage, to cover an incision on the area where a cancer was removed on her face. On the night of the same day, she collapsed and was completely unconscious that her husband took her to the hospital where she had to be revived and treated. She was further diagnosed to have a severe latex allergy. After an unspecified duration, the use of the device was discontinued and the event resolved. Consumer did not provide any specifics regarding the product, therefore, a batch record review could not be requested or a lot trend analysis performed. The analysis for this product and complaint category will be managed through monthly trending process. Complaint was closed with a disposition of undetermined. This report was assessed as serious (required intervention) and company causality was assessed as related.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.